Event description:
Infant transport mattress was removed from warmer and had color and composition change. The roberts valve is very easy to open. The mattress had stored in a warmer for approximately 6 months.this was noted prior to patient use and taken out of service.contents listed as: water, non-toxic carboxy vinyl and anti-bacterial agent.